Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 139.0 and kinked approximately 137.5 and 138.5 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned device revealed that the smart coil was fractured. This type of damage typically occurs if the device forcefully advanced against resistance and the device becomes kinked. Subsequently, if the kinked device is further manipulated during use, damage such as a fracture may occur. Due to the returned condition of the device, the root cause of resistance could not be determined. The device was unable to be functionally tested during evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a ruptured basilar aneurysm using penumbra smart coils (smart coils). During the procedure, the physician placed three non-penumbra coils and two smart coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil into the hub of the microcatheter, the physician experienced resistance and the smart coil would not advance into the hub of the microcatheter; therefore, it was removed. The procedure was completed using other coils, another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.